Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported forward firing cannot be established as the product is not available for analysis. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the fiber was forward firing from tip after 502,000 joules with 48:48 minutes of fiber use. The procedure was completed utilizing a second fiber without clinical consequence to the patient.